Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated that buttons of insulin pump were unresponsive to new brand new battery the last 4 times, the battery cap keeps popping off and customer had to push hard to keep cap in place, repaired or refurbished flow block errors and transmitter has had issues connecting in the past. The insulin pump will be returned for analysis.